Manufacturer narrative:
The device was returned for analysis, and the reported event of erosion and migration could not be confirmed. The device was above elective replacement indicator (eri) upon receipt. Telemetry, sensing, pacing, pacing lead impedance, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the device was at elective replacement indicator (eri) and was malposition with skin protrusion. The device was explanted, and the new device was implanted to a deeper subcutaneous pocket. The patient was in stable condition.